Manufacturer narrative:
Event summary as reported, during an unknown procedure using a flexor parallel ureteral access sheath and dilators, the 10/12 sheath "popped" off of a motion wire guide. The user reportedly did not intentionally orient the skive of the wire during the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation - evaluation reviews of the complaint history, device history record, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. As no lot information was received, a device history record review or review of complaint history could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use, which caution, never use undue force for placement of this device, and, during placement, the likelihood of the device slipping off the wire guide increases if a softwire guide is used. A stiff wire guide is required for the best performance. A motion wire guide of unknown stiffness was used during the procedure. The IFU further includes the following in the instructions for rapid release technique, note: the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow of the clip is facing toward the apex of the curve(away from the curve). The user reportedly did not intentionally orient the skive of the wire. Based on the available information, cook has concluded that it is likely that a failure to follow the IFU contributed to this event. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
As reported, during an unknown procedure using a flexor parallel ureteral access sheath and dilators, the 10/12 sheath "popped" off of a motion wire guide. The user reportedly did not intentionally orient the skive of the wire during the procedure. No adverse effects to the patient have been reported as a result of this occurrence.